Manufacturer narrative:
The investigation of the simplexa flu a/b rsv direct kit (mol2650) suggested that the root cause for the occurrence of false positive (and sub-amplifications) were due to the lot to lot variability of the scorpion primers. To mitigate the occurrence of false positives (and sub-amplifications), (B)(4). These corrective and preventative actions are effective in mitigating the effects posed by the potential lot to lot variability of the scorpions. (B)(4).

Event description:
The customer reported low level rsv values on pt samples. The rsv did cross the threshold and the software indicated "detected". The laboratory did not report the rsv positive results. A voluntary recall has been performed related to the reported lot.